Event description:
It was reported that during scheduled generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient¿s device was unable to be interrogated prior to the procedure due to end of service. A battery life calculation using the available programming history showed approximately 0 years remaining. The surgeon observed the lead and noted a lead fracture. The surgeon does not perform lead revisions, so discussed the situation with the neurologist. The physician determined to explant the patient¿s existing lead and not implant the replacement generator. The neurologist stated that vns had not been very effective in controlling the patient¿s seizures. The patient has not been re-implanted to date. The explanting facility discarded the explanted devices; therefore, no analysis can be performed. It was noted that the patient¿s device was unable to be interrogated prior to the procedure due to end of service. A battery life calculation using the available programming history showed approximately 0 years remaining.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient was re-implanted on (B)(6) 2015.